Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that a side branch event occurred. In (B)(6) 2013, the patient presented with stable angina (ccs classification: and was referred for cardiac catheterization. Target lesion #1 was located in the first obtuse marginal (om) artery with 90% stenosis, a length of 30 mm, and reference vessel diameter of 2.50 mm. Target lesion #1 was treated with predilation and placement of a 2.50mm x 38 mm study stent. Following post dilation, residual stenosis was 0%. Baseline core lab angiography result taken on the same day of the procedure revealed 60% side branch stenosis at first om artery. Post procedure angiography revealed 90% 'branch percent stenosis' in first om artery. The patient was discharged one day post- procedure on dual antiplatelet therapy.